Event description:
Boston scientific received information that one day post implant of this right ventricular (rv) lead it was noted there was loss of capture (loc) at maximum outputs and a dislodgement was suspected. As a result a revision procedure was done and the lead remains implanted and all measurements are normal at this time. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.